Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "a crack on the tubing was found."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 03-may-2022. H6: investigation summary: bd received 3 samples and 9 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tubing was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and functional testing and upon completion the indicated failure mode for damaged tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "a crack on the tubing was found."